Event description:
It was reported that the ipg was explanted and replaced on oct 28, 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg was inoperable and too low to deliver therapy. As a result, surgical intervention may occur to address the issue.